Manufacturer narrative:
Updated fields: a2, a3a, a4, a6, g3, g6, h2, h6 (impact code), h11. Additional information received as follows: 1. Was there a delay in surgery due to the product problem? Yes. (A) if yes, how long in minutes? 5 to 10 minutes. 2. How was the procedure completed? We had to go under drapes, reapply a different skull clamp, attach to base. Due to having to reapply the clamp, we lost navigation and was not able to navigate the procedure. 3. Please provide patient information (gender, age, weight, ethnicity, race) female / 43 y/o, 5¿11 and 121 kg / white.

Event description:
N/a.

Event description:
A facility reported that the plunger on the mayfield triad skull clamp (a1108) released while the patient's head was in the clamp. There was no patient injury. Additional information has been requested.

Manufacturer narrative:
The mayfield triad skull clamp (ID a1108) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit showed that the lock had both rotational and lateral movement and a residue buildup was present. The index knob and the lock needed new components added to replace worn internal parts, and the unit needed to be machined to have heli-coils added to large starburst threads. The unit has not been serviced since february of 2023 and it is recommended to be serviced every year. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - the complaint is confirmed is via inspection of the unit. The plunger assembly is causing the ratchet extension to slip, and the unit required replacement of worn components. Additionally, the unit needed annual preventive maintenance. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.